Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 38 alarms were found on (B)(6) 2025 05:19:57.000 through (B)(6) 2025 17:43:02.000, with several alarms noted. Line=726 file=121. Per software engineering log investigation, pump error 38 was due to motor stall. Isolate to motor assembly. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 during rewind. Unit failed rewind test. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. No moisture damage was found on electronic stack. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations were confirmed when the unit was received with a constant pump error 38 during rewind. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer stated the pump was not exposed to a high magnetic field. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.